Event description:
It was reported that prior to pt use, the crossing support catheter was kinked and broke. There was no pt involvement.

Manufacturer narrative:
A manufacturing review was conducted. The lot met all release criteria. The seeker catheter was returned for evaluation. The catheter was returned bloody with the distal portion of the catheter detached. The break on the catheter was examined closer under magnification (20x) and the break was not clean with evidence of stretching and ridges. The condition of the break is indicative of excessive force used on the catheter. No other anomalies were identified. The complaint investigation is confirmed for a catheter break. The complaint is unconfirmed for kinks as no anomalies where noted on returned catheter segments. It is unknown if procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. The current seeker catheter instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.